Event description:
It was reported while a patient had been wearing a pod for 2 hours their blood glucose level had rose to over 400 mg/dl. As treatment, the patient applied a new pod and administered insulin.

Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to have a tear. Fluid was seen leaking from this tear. The data downloaded from the device did not show any signs of a failure to deliver insulin. Although the cannula was damaged, the timing and cause of the damage is unknown. A rotational sensor malfunction was seen in the download data. During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus. The rerun data had timeouts in the beginning that fixed themselves during the run and no drive stalls or alarms. The rerun data did not replicate a rotational sensor error. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.